Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 transmitter would not connect with the g5 application. No additional patient or event information is available. Dexcom representative advised the patient to keep the application running in background; do not close the application app closed.